Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Patient reported "contractures," "sensitivity, pain, and tissue hardening around the implant." Additionally patient reported "suspicious lymph nodes under the right arm"; this event is not related to the device. Device remains implanted.